Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-sept-14. It was reported that they couldn¿t feel any stimulation. The patient stated that they couldn¿t reset their implantable neurostimulator (ins). The patient went to their healthcare provider (hcp) and it was recommended that they replace the ins. The patient mentioned that they spoke to a manufacturer representative that was able to reprogram their device. It was noted that the issue started in late (B)(6) 2017. No further complications were reported or anticipated.

Event description:
Information was received from the consumer regarding a patient that was implanted with an implantable neurostimulator (ins) for gast rointestinal/pelvic floor. It was reported that the ins was not working properly. No patient symptoms were reported. No further complications were reported or anticipated.